Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The product has been requested to be returned to zimmer biomet for an investigation. The device's whereabouts are currently unknown. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: an interim analysis of serious adverse outcomes was received for the muka vs. Tka study: randomized clinical trial of medial unicompartmental versus total knee arthroplasty for anteromedial tibiofemoral osteoarthritis. The muka used in the study is the cementless medial oxford partial knee, phase 3-alpha, and the tka is a zimmer biomet competitor of an unknown brand. The rct is blinded, we will not be able to obtain any further information until the results are unblinded. It was reported 5 revision procedures have been performed between group 1 and group 2. Of which, 2 patients in group 1 and 2 patients in group 2 were revised due to infection.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: products have not been returned for evaluation. The item and lot numbers have not been provided. X-rays or medical notes have not been provided. The investigation has been limited to the information provided. A historical search could not be performed as the item and lot numbers have not been provided. These devices are used for treatment. Not enough information has been provided to determine if all implants are compatible. A DHR review or a review of recalls could not be performed as the item and lot numbers have not been provided. The likely condition of the devices when they left zimmer biomet could not be determined as the item and lot numbers have not been provided. The root cause of the reported events cannot be determined with the information provided. No corrective action is required at this time as the root cause of the reported events has not been determined. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: an interim analysis of serious adverse outcomes was received for the muka vs. Tka study: randomized clinical trial of medial unicompartmental versus total knee arthroplasty for anteromedial tibiofemoral osteoarthritis. The muka used in the study is the cementless medial oxford partial knee, phase 3-alpha, and the tka is a zimmer biomet competitor of an unknown brand. The rct is blinded, we will not be able to obtain any further information until the results are unblinded. It was reported that 5 revision procedures have been performed between group 1 and group 2. Of which, 2 patients in group 1 and 2 patients in group 2 were revised due to infection.

Event description:
It was reported, that: an interim analysis of serious adverse outcomes was received for the muka vs. Tka study: randomized clinical trial of medial unicompartmental versus total knee arthroplasty for anteromedial tibiofemoral osteoarthritis. The muka used in the study is the cementless medial oxford partial knee, phase 3-alpha, and the tka is a zimmer biomet competitor of an unknown brand. The rct is blinded, we will not be able to obtain any further information until the results are unblinded. It was reported that 6 revision procedures have been performed between group 1 and group 2. Of which, 5 revision procedures have been performed on 4 patients due to infection. One patient had revision surgery for second time due to deep infection.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.